Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
Related manufacturer ref: 3005334138-2021-00182. During an atrial fibrillation ablation procedure, while performing the wide antral circumferential ablation, the patient became hypotensive and a pericardial effusion was diagnosed via echocardiogram. A pericardiocentesis was performed and the patient was stabilized. There were no performance issues with any devices. It is unknown exactly when and where the perforation occurred.